Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, partially explanted: (B)(6) 2019. Product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative on 2019-jul-15. The patient presented for an unrelated spine surgery and possible revision of catheter on (B)(6) 2019. While the patient was prone, the physician cut the spinal portion of the catheter to assess cerebrospinal fluid (csf) flow. With minimal flow, the physician replaced the spinal segment with new (model 8782, lot # n812615003). After the patient¿s unrelated spinal surgery, with patient now supine, the physician attempted to assess patency at the catheter access port (cap) but was unable to aspirate csf or inject dye. The physician then opened the pump pocket and found that the pump segment was kinked. It was further reported that during the procedure on (B)(6) 2019, the expected pump reservoir volume was 5.8 ml, but 10 ml was aspirated (actual pump reservoir volume). The pump segment was also revised with a new (model 8784, lot #hg341p618). The pump was also replaced with new during the procedure. It was indicated that there was no complaint associated with the pump. The physician did not want return of any explanted product. The explanted product was sent to pathology per account protocol. The pump medications remained the same, with the same continuous dose, but the personal therapy manager (ptm) was disabled. The pump administered the following drugs: hydromorphone (concentration: 20mg/ml, dose: 1.858mg/day), bupivacaine (concentration: 10mg/ml dose: 0.929mg/day), and ketamine (concentration: 1000mcg/ml dose 92.9mcg/day). The patient¿s weight was clarified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The cause of the minimal flow of cerebrospinal fluid (csf) that occurred when the spinal segment was cut was undetermined.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4). Implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving ketamine (concentration: 1000 mcg/ml, dose rate: 93.0 mcg/day), bupivacaine (concentration: 10 mg/ml, dose rate: 0.930 mg/day), and dilaudid (concentration: 20 mg/ml, dose rate: 1.861 mg/day) via an implantable pump for spinal pain. It was reported that the patient experienced a return of pain symptoms. The physician attempted a catheter dye study on (B)(6) 2019 but was unsuccessful. The physician was able to access the catheter access port (cap) under x-ray but could not aspirate any fluid from the catheter. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was indicated that there were no known factors. The physician was going to schedule the patient for a catheter revision. The date of the procedure was unknown at the time of the report; the procedure was not scheduled but was planned. The issue was not resolved as of the date of the report. The patient was without injury regarding their status at the time of the report. Other medications the patient was taking at the time of the event / personal therapy manager (ptm) settings were as follows: hydromorphone 1.500 mg, bupivacaine 0.750 mg, ketamine 75.0 mcg, pa (patient activation) duration 00:05 minutes, pa lockout interval 03:00 hours, dose restriction interval 8/24:00 hours, and maximum activations 8 per day. The patient¿s weight and medical history were indicated as having been requested but were unknown. It was noted that the healthcare provider had no further information on this event. No further patient complic ations have been reported as a result of this event.